Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD), who has a clinical history of congestive heart failure with associated edema and shortness of breath, experienced a syncopal episode and was subsequently admitted to the hospital. Device data review identified atrial arrhythmia episodes and a ventricular arrhythmia episode that correlated with the reported syncopal event. It was further noted that the ventricular arrhythmia episode was non-sustained and fell within the ventricular tachycardia zone 1 (vt-1); however, no therapy was delivered, as no therapies were programmed for that zone. Device history also indicated an atrial tachycardia/atrial fibrillation (at/af) burden over an extended period. Atrial undersensing was also observed. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.